Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The leak was able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed and evaluation of the returned device, there is no product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, de novo, mid left anterior descending (lad) artery a balance middleweight guide wire was positioned but the 2.0 x 12 mm mini trek balloon was noted to have a leak during the device preparation prior to use; a 1.5 x 6 mm mini trek was used for predilatation. The 2.5 x 33 mm multi-link stent was advanced but could not cross the lesion due to the anatomy. The device was removed and the procedure was completed using balloon angioplasty only without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.